Event description:
Boston scientific crm received info that shortly after implant, this lead dislodged. The dislodgement was discovered during a chest x-ray to determine why the pt was experiencing muscle stimulation. The lead was revised, and dislodged again. It is believed this happened as a result of the pt's excess weight. When the pt stood up, the lead was pulled out of place. The lead was successfully replaced.